Event description:
An adverse event was reported involving the medical device nr880m - enduro meniscal component f2 10mm. Specifically, it was reported that approximately seven years after initial implantation ((B)(6) 2019), a revision surgery was performed due to a reported fracture of the axis component. Following axis replacement, no additional consequences for the patient were reported. At the time of reporting, no contributing factors such as trauma or excessive mechanical load have been identified. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.